Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a soundstar catheter with when the catheter was about to be opened the medical team saw that the packaging was compromised with a cut in it. They opened another catheter and the case continued. No patient consequences were reported.

Manufacturer narrative:
On 7-feb-2026, the product investigation was completed. Additionally, internal review on 3-mar-2026, identified that the bwi product analysis lab received the device for evaluation and that product receipt was mistakenly omitted from the initial report, and section d11 has been updated with the receipt date of 19-jan-2026. It was reported that a patient underwent an atrial fibrillation ablation procedure with a soundstar catheter with when the catheter was about to be opened the medical team saw that the packaging was compromised with a cut in it. They opened another catheter and the case continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed no damage or anomalies on the device. No original packaging was returned to analysis site; therefore, no further analysis could be performed. A device history record evaluation was performed for the finished device lot number g4190620 and no internal action was found during the review. The packaging issue reported by the customer could not be replicated during the product investigation due to no packaging was returned to analysis site. The instructions for use (IFU) contain the following information: do not use if package is opened. Do not use if package is damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).